Event description:
The product was used during an unspecified procedure. Reportedly, the suture knot came loose. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The reported condition was attributed to suture strand unraveling.